Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the procedure, the physician used plasma to open the pocket. It was noted that the electrocautery interfered with the pacemaker's (pm) output resulting in pacing inhibition. The pm was also observed to inappropriately enter back-up vvi unipolar mode. The device could not be interrogated. The physician explanted and replaced the pacemaker during procedure. The patient remained in stable condition.